Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-113272 please refer to MFR. Report number 2016493-2025-113764.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer connection was failed to recover. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.